Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 21 months due to prosthetic valve endocarditis. Per the health-care provider, the reason for explant was not related to any device malfunction. Per the operative report indications for operation, over the last three months the patient has been unwell with intermittent fever and lethargy. Blood cultures were (B)(6). There were large vegetations on the pericardial valve itself, particularly in the left coronary leaflet. There was an extensive aortic root abscess involving the left and right coronary annular aspects. On removal of the prosthetic valve the root was further evaluated. The height of the abscess was approximately 1 cm from the normal tissue in the left and right coronary sinuses to the anterior leaflet of the mitral valve. A new edwards valve awes now inserted in a supra annular position using interrupted 2-0 ti-con horizontal mattress sutures with pledgets on the ventricular aspect. In the area of the reconstructed aortic root sutures were placed through the bovine pericardial patch just exiting a short distance into the aorta beyond the junction between the patch suture line between the patch and the aortic sinuses. The sutures in the right coronary annulus were difficult to place due to heavy scarring in this area. The valve seated well. The aortic root was now closed with 4/0 prolene in two layers, a horizontal mattress then over and over suture reinforced with pericardial strips in the corners of the incision. Transoesophageal echo showed a competent mitral prosthetic valve and no residual aortic root to left atrial fistula.

Manufacturer narrative:
Additional information: lot#: 10a001, expiration date: 01/05/2014; approximate age of device: (B)(4); device manufacture date: 02/05/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) - vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned, therefore no evaluation will be performed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report, blood cultures were (B)(6). The device history record (DHR) review is still in process. No further actions are possible with the available information.